Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of Capsular Contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular Contracture Baker grade IV.

Event description:
Healthcare Professional reported through regulatory agency "breast pain", "fistulation in the lateral aspect of the breast", "breast appeared swollen and red in parts", "discrete lump", "patient develop skin breakdown" and "features consistent with BIA-SCC" all have been deem no device related. Healthcare Professional later reported "Capsular Contracture Baker grade IV". This record is for the right side. Device was explanted. Patient undergo a capsulectomy. Patient received Carboplatin, Capecitabine, Paclitaxel, Atezolizumab, Radiotherapy, Immunotherapy and Chemotherapy as treatment.